Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined the product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2021-02346.

Event description:
The patient was undergoing a thrombectomy procedure in the left superficial femoral artery (sfa) and popliteal artery using indigo system aspiration catheter 6s (cat6), a non-penumbra catheter, a non-penumbra sheath, and a guidewire. During the procedure, the physician aspirated some clot using the non-penumbra catheter. Then, the physician advanced a cat6 to the target vessel through the sheath. It is unknown if a peel away sheath was used with the cat6. Subsequently, the physician aspirated and removed clot using the cat6. Upon removal of the cat6, the physician noticed the cat6 was kinked at the distal end. It was also reported that the physician flushed and wiped the cat6 with saline prior to insertion and that the cat6 was not advancing as well as normal. Next, while advancing another cat6 to the target vessel through the sheath using the peel away sheath, the physician experienced resistance. Subsequently, the physician kinked the cat6 at the distal end. Therefore, the cat6 was removed. It was reported that the physician flushed and wiped the cat6 with saline prior to insertion. The procedure was completed using the previously used non-penumbra catheter and another non-penumbra sheath. It was reported that the patient was taken to surgery for a femoral-popliteal bypass graft placement due to the non-penumbra catheter perforating the popliteal artery. There was no report of an adverse effect to the patient related to the use of the indigo aspiration system.